Event description:
On (B)(6) 2021, it was reported through the surgical outcome system that a patient experienced an adverse event undergoing a shoulder arthroplasty procedure. No additional information provided. Additional information requested. Additional information provided (B)(6) 2021: the date of the primary procedure was 09/16/2015 for a shoulder arthroplasty. This procedure took place at southern oregon orthopedic, arthrex account # (B)(4), on (B)(6) 2015. A complication was reported on 05/25/2021 and the date of the secondary procedure was on (B)(6) 2021. No additional information provided. Additional information requested. Additional information provided on (B)(6) 2021 : the date of the revision surgery was on (B)(6) 2021. The patient had pain that began about five and a half years post operative, and continued to increase affecting the qol and therefor leading to this revision. Additional information requested. Additional information provided on (B)(6) 2021 the following explanted device numbers were provided ar-9100-10s, lot#1349768, ar-9105-02, lot #1503005, ar-9148-17 lot #2501448207.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.